Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed low sensor glucose predictions and went into the threshold suspend mode when the sensor had inaccurate readings. The customer declined to provide the blood glucose reading. She stated that one sensor was wasted because the transmitter did not blink when connected. She noted that the sensor glucose readings had discrepancies of over 50 units compared with the blood glucose readings on the meter. She discontinued use of the continuous glucose monitoring system because the alarms were disturbing her sleep. She declined troubleshooting for the issue, advising she would call back later. Nothing further reported.